Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when the patient presented in the emergency room after experiencing multiple shocks, inappropriate antitachycardia pacing therapy and inappropriate hv therapy for supraventricular tachycardia rhythm was observed. Programming changes were suggested.